Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to an increase in lactate dehydrogenase (ldh) levels to 1600 u/l. The patient received a heparin infusion. The pump flow also decreased significantly. On (B)(6) 2018, the patient underwent a pump exchange due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed based on photographs that were submitted for review; however, a specific cause for the development of the observed depositions could not be conclusively determined through this evaluation. The healthcare facility elected to disassemble the pump on site and perform their own investigation. Photographs from their investigation were submitted for review and showed a ring of white, tissue-like deposition surrounding the inlet bearing cup and ball. The tissue appeared to show evidence of laminated layering, indicating that it formed over an undetermined period of time while the pump was supporting the patient. The photographs also showed a thrombus formation on the distal side of the outflow graft attachment; however, the deposition's lack of structure suggests that it did not initially develop in the outflow graft. Although a root cause for the development of these depositions could not conclusively be determined, the depositions could have contributed to the patient's elevated lactate dehydrogenase level and the ow flow events that were recorded in the submitted system controller log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.